Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found an exhalation flow sensor (evq) diagnostic code in the memory logs relevant to the reported issue. The se removed the evq and found the valve was coated with some type of sticky medication. The se replaced the evq. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was not providing adequate volumes. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.